Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple no delivery alarms. The customer's blood glucose was 188 mg/dl at the time of incident. The customer stated that the no delivery alarm kept recurring. The customer stated that they have not tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated they rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer stated that they had multiple bent cannulas. The customer mentioned that they had to push the act button multiple times for response. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to flattened all button dome switch (no crease) and unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or verify excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.